Event description:
Account reports incidents in the pediatric unit in which device "popping out" of catheters when connected to peripheral ivs. Incidents occur as health care professionals begin "taping" site. No pt injuries reported, however, peripheral IV sites have had to be re-started.